Manufacturer narrative:
This MDR is related to ge healthcare. Results - error code displayed. The ge service rep reseated boards in generator electronics box.

Event description:
The customer reported that the system occasionally displays a interlock failure error message.